Event description:
Additional information received reported that the patient is still having concerns with their device or therapy and were still seeking help. It was noted that both neurostimulators were in one skin pocket one on the other protruding from above the right breast. It was further noted that the left wire was not even under the scalp. It was noted that there had been 2 procedures in the last month and the patient still does not have the stimulator on. It was noted that the patient was very upset about this (illegible) (illegible). Additional information received reported that the patient had a battery and an extension implanted not 2 batteries in the same pocket. It was noted that the battery moves, not as much as they did in the beginning. It was further noted that the skin¿s tightened around. It was noted that ¿they look terrible, and that it was constantly painful.¿ it was noted that the patient had one active lead and that the other lead had been capped. It was noted that the patient had an appointment with her doctor a day after report. Additional information received reported that the cause of the event was¿ thin patient.¿ it was noted that the device was normal. Additional information received reported that the implant was causing pain and disfiguring at pocket site. The reporter stated that it rubs and that she cannot put her hand up without it catching. It was noted that the patient was always aware that it was there. It was noted that the neurostimulator do not fit on the patient. It was noted that they are the ¿most uncomfortable thing ever.¿ it was noted that the battery was heavy. It was noted that the device pop out and the patient can¿t put their clothes on top of it because they rub. It was noted that there was a lot of irritation in that area.

Event description:
It was reported that the patient experienced pain and soreness around the implantable neurostimulator (ins) since implant. The ins was too heavy and was sticking ¿way out,¿ two or three inches above the normal skin line. The patient was implanted two days before this report and thought that there were two stimulators implanted in the same location. The patient experienced pain while leaning over and it felt like the ins was ¿trying to pull out¿ in that area. The ins was off and was going to be turned on in two weeks. The incision was irritated and ¿a little red.¿ there was no pus and the incision was not ¿flaming¿ red. It was reported that the patient had two stimulators implanted both on top of each other on the right side and they were sticking out ¿like a growth.¿ the second ins was only under a few layers of skin. The placement was ¿bad.¿ the site was ¿very painful, pulls and moves around.¿ the site was hot, swollen, red, and ¿flops around freely.¿ the stimulators were ¿sort of lodged¿ on an angle with a point that pointed downward putting constant pressure. It was very uncomfortable. It was reported that it was ¿more annoying everyday¿ as it ¿tightened up.¿ it was stated that ¿in the beginning¿ the devices would flap around freely and would slide back and forth when the patient leaned over. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0706h, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va0706h, implanted: (B)(6) 2013, product type lead; product ID neu_ins_stimulator, implanted: (B)(6) 2013, product type unknown implantable neurostimulator. (B)(4).

Event description:
Additional information reported that the patient¿s implantable neurostimulator (ins) ¿pokes¿ them and that it ¿ripped lose¿. It was also reported that the patient experienced a loss of therapeutic effect following implantation and in the past couple of days. The patient stated that the past 3 months were like ¿being tortured¿ and that the ins would move every time they moved (¿horrible¿). The patient thought that their ¿wire came disconnected in the last couple of days under their scalp¿.the ins battery had been moving continuously for the past couple of weeks and they did not know if they ¿had pulled something or what¿. Their symptoms of dyskinesia, hot weather, sweating, and the need for more medication was unbearable to them. The hot weather never had bother them before and that they ¿never sweat in my life¿. The patient was reported as being ¿pretty skinny. The patient was told after the first surgery that they would need a second surgery 2 weeks later. However, the patient noted that the overall performance of the ins device had been ¿amazing¿ and ¿it¿s like a different life¿. The patient was to have the ins moved to their abdominal area on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3708640, serial# (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4).